Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced cuff erosion and recurring urinary incontinence. The cuff was noted to open and close as expected; however, it no longer provided adequate coaptation as the cuff was too loose to the patient anatomy. As a result, the cuff was explanted and replaced with a smaller cuff. No further patient complications were reported.